Event description:
The clinician reported that on the day the dental implant was placed, in ada 21 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: primary stability was not achieved and implant surface was not completely covered with bone. Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.